Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During analysis, movement of the white power lead during testing resulted in pump stoppage. Upon further investigation, the white power lead was stripped at the connector end, and the brown, battery gauge, inner conductor was confirmed to be broken. A review of the device history records showed no deviations from manufacturing or qa specifications. This situation has been addressed through the manufacturer's corrective preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further information is available, the manufacturer is closing its file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device. Approximately 3.5 years post-implant, the patient received power cable disconnect alarms even though the power leads were connected. The system controller was exchanged per the manufacturer's instructions for use and the patient remains on lvad support with no further issue reported. At the time of the event, the patient was connected to the power module and switched to battery support due to the alarm received. No further alarms were noted. The patient returned to the hospital and was placed on the hospital's power module. The surgeon attempted to reproduce the alarm with manipulation of the percutaneous lead; however, no alarm was produced. It was reported that the patient had several electricity outages at his home and was, therefore, discharged home with a new power module and new power module patient cable.